Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the provided information it was not possible to determine a definitive root cause for the cortical strokes post-op. The procedure involved numerous manipulations of endovascular devices in the carotid arteries and arch as well as prolonged common carotid artery clamping. It is also possible that individual patient factors contributed to the events reported in this complaint. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "patient was diagnosed with cortical strokes post-op. No additional endovascular procedures were required." Patient outcome: patient deceased 4 days post op. According to the complainant, the product did not cause or contribute to the adverse effect.